Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A charge timeout alert was received during maintenance of the device. Two additional maintenance tests were performed and were within range. The physician opted to take no further action. The patient is not device dependent and will be monitored at the next scheduled follow-up.